Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the clinic reporting lethargy and fatigue. Her heart rate was in the 30s. Loss of capture at maximum output was reported. It was also noted that the pacing impedance had been gradually increasing over the past four months. No episode of noise were found. It was later determined that the lead had dislodged. It was surgically abandoned and replaced. It was noted that the patient has twiddler¿s syndrome and had dislodged the lead. No additional adverse patient effects were reported.